Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that his buttons did not work all the time. Customer stated that he was having issues with his buttons and they stick and he did not get them to work a lot of the time. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test.